Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4- premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured after 10 atmospheres of initial inflation. Another high-pressure balloon was used to complete the procedure. There were no patient complications as a result of this event.